Manufacturer narrative:
The revision reported was likely the result of prosthesis wear of the insert and patella. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided. D10: (B)(6) - 02-010-01-0340 - lgc femoral ps cem right sz 4. (B)(6) - 2-012-43-4040 - lgc tibia rbktray cem sz 4f/ 4t. (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) - 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) - 521-78-23 - threaded pin size 2.3 collared. (B)(6) - 521-78-23 - threaded pin size 2.3 collared. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless. (B)(6) - a10012 - gps implant kit v2.

Event description:
As reported, approximately 3 years and 11 months post the initial right total knee arthroplasty, the patient was revised due to patella and tibial bearing wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No further information provided.